Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: ios / ios_iphone se (2nd generation) / unknown / ios_14.8.

Event description:
Caller reports their pump screen is dark/won¿t turn on. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted customer with troubleshooting steps which did not resolve issue. The customer reverted to an alternate method of insulin therapy.